Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced difficulty seeing due to high intraocular pressure in left eye in the mornings. When the intraocular pressure was measured around 8:00 am, it was 23, and visual acuity was 0.4. By 10:30 am, the intraocular pressure had returned to normal, and visual acuity was 0.8. The patient also complained of difficulty seeing between 7:00 am and 10:00 am, but vision improves after 10:00 am. The doctor thought the intraocular lens was unrelated, and suspects steroid-induced glaucoma. However, he apparently stopped taking steroids. The intraocular pressure has dropped slightly but was not returned to normal the doctor was monitoring the condition. There was no plan for iol extraction. Additional information has been requested.